Manufacturer narrative:
Additional information was received indicating the patient was asymptomatic. The physician ordered a holter monitor to determine if device replacement was needed. The patient elected to not use the holter monitor and records indicate this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was lost to follow-up for approximately five years. The patient had attempted a transtelephonic monitoring transmission, however a magnet rate could not be obtained. In clinic, difficulty interrogating the device was experienced and an out of range telemetry message was displayed. Boston scientific technical services (ts) provided troubleshooting techniques. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Analysis confirmed the device could not be interrogated. The device case was opened and internal inspection noted no anomalies. An external battery supply was used to establish telemetry and appropriate device function was confirmed. Device data from implant was not available, therefore device longevity could not be performed.